Event description:
Medtronic representative reported that during a tumor resection surgery, the camera pole broke on the inav portable. The case completed successfully with no impact on patient outcome reported.

Manufacturer narrative:
Medtronic rep replaced camera pole. Site taped the pole so that it was steady and the camera was used normally, site was lowering the bed an the tightening clamp on the camera pole broke. No impact on patient outcome reported.